Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and alarm due to buttons not responding. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated an insulin pump error and unresponsive buttons on the insulin pump. Troubleshooting was declined, the alarm was not cleared. The insulin pump will not be returned for analysis.